Manufacturer narrative:
The microsensor (ID 826633) was not returned for evaluation as the product was discarded; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, the likely root causes include: surgeon fails to check and secure all connections after placement; luer lock connections do not provide adequate seal, user mishandling or misunderstanding of use. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
This is 1 of 2 reports linked to mfg report numbers: 3014334038-2024-00110. A facility reported the leur fitting of a microsensor (ID 826633) could not be fixed and there was a moderate cerebrospinal fluid (csf) leak. The physician replaced it with another new ID 826633 from the same lot number, but the problem remains the same. The physician had to replace it with a third device of the same product ID but with a different lot number to finish the procedure. The issue was detected before the implantation site closure, and it led to a 20-minute surgical delay. The monitor used was icp express, 220 volt (ID 826635) and the cable used was icp express cable (ID 826636).